Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The evaluation is not complete, but is ongoing at this time. Investigation is ongoing.

Event description:
User facility reported that the device was in use with patient. According to reporter, the filters and speaking valves could not easily fit onto the tube's connector. No adverse effects to patient reported.

Manufacturer narrative:
One tts¿ cuffed tracheostomy tube was returned for investigation. Visual inspection of the returned device connector opening, revealed an oval deformation. The connector of the returned device was further inspected and it was determined that it did not match the manufacturing specification for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. New registration number (B)(4) ((B)(4)) has been received, however, this initial MDR was filed under the prior registration number (B)(4) ((B)(4)).